Event description:
Philips received a complaint from the customer on the v60 indicating that the device is not charging the battery, will not hold charge. While in the pneumatics screen, the customer was not seeing the 24 dc volts. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer to check the ac voltage going into the power supply. He is not getting ac volts going into the power supply. Using a different power cord, the customer was getting good ac voltage. However, the customer is still not getting the 24 dc volts coming out of the power supply going into the power management board. The rse provided the part number for the power supply.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.